Event description:
Quattro suture passer needle tip broke off during a mini-open rotator cuff tear repair procedure. On (B)(6) 2013, it was reported that the broken tip was not retrieved and was left in the pt.

Manufacturer narrative:
Quattro suture passer needle tip broke during a mini-open rotator cuff repair procedure. The broken piece was not retrieved and was left in the pt. The remainder of the needle was not returned to cayenne medical for evaluation. When penetrating very thick tissue, the tip of the needle could be potentially diverted from its travel path and hit the top jaw of the passer instead of the trap door of the passer. As a result, this could damage the needle tip and cause breakage as reported. Complaint record, (B)(4) was opened investigate this incident. Cayenne medical took appropriate corrective actions to reduce the occurrence of this failure mode.